Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The distributor recommended the replacement of the ventilator monitoring board. A quote for repair was issued to the customer but has not been approved.

Event description:
The hospital reported the unit was over-delivering tidal volume during pre-use checkout. There was no report of patient involvement.